Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to customer's blood glucose. Reportedly, the issue resolved after the customer changed charging cables. The customer continued to use the pump for insulin therapy.